Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the guide wire coating sheared. Vascular access was obtained via the right groin. An unknown percutaneous needle and j-tip guide wire was selected to gain access but was unsuccessful. Then, the physician selected a 035/150 j-tip zipwire hydrophilic guide wire and an unknown percutaneous needle to gain access to the target lesion but was also unsuccessful. Upon withdrawal a two inch piece of the zipwires' coating sheared and was hanging from the guide wire. The physician prepped and again selected the unknown j-tip guide wire to successfully obtain access the target lesion. The procedure was completed and no patient complications occurred

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the guide wire coating sheared. Vascular access was obtained via the right groin. An unknown percutaneous needle and j-tip guide wire was selected to gain access but was unsuccessful. Then, the physician selected a 035/150 j-tip zipwire hydrophilic guide wire and an unknown percutaneous needle to gain access to the target lesion but was also unsuccessful. Upon withdrawal a two inch piece of the zipwires' coating sheared and was hanging from the guide wire. The physician prepped and again selected the unknown j-tip guide wire to successfully obtain access the target lesion. The procedure was completed and no patient complications occurred.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of 1 hydrophilic guide wire. Visual and microscopic analysis revealed device length and finished diameter within specifications. There was skive/cut damage to the polymer jacket material 10.80 to 16.95cm from the distal tip in a distal orientation, suggesting the device was withdrawn proximally against the sharp distal edge of the needle tip. Microscopically the specimen coating presents indications of blood-like inclusions within the coating and on the exposed underlying core wire and cut polymer jacket surfaces; along with wear and abrasion scattered over the length of the specimen. Except where noted, the specimen presents no other indications of damage or inconsistencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).